Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that difficulty to deploy was noted. The guidewire was difficult to advance as the guidewire was stuck in the catheter. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.